Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a non-recoverable error 297. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, troubleshooting was attempted by the user, including a system power-cycle; however, the issue remained persistent. A review of the site¿s system logs confirmed the occurrence of the non-recoverable error 297 and another related error fault (recoverable error 48238 - illuminator communication fault). The user was instructed to perform additional troubleshooting by disconnecting the cable between the dual camera ccu (doco) and illuminator; then to perform another system restart. Once the error fault was cleared, the tse identified the issue as a faulty illuminator. The tse instructed the user to install another light source (external); once this was done, there were no further issue(s) observed. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of non-recoverable error 297, due to a suspect illuminator, was reproduced during the field evaluation and confirmed via a review of the site¿s system logs. The fse's investigation confirmed a defective illuminator and the replacement of the part resolved the issue. After the replacement; the system was further tested, operated without error, and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported complaint with the illuminator. Using an in-house system, fa reproduced the reported issue, and inspection identified a defective fuse.